Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the device implant procedure, complete loss of sensing was noted. Device was not used and was replaced. Patient was in good health post-procedure and was sent home.